Event description:
Customer reported observing a tip falling off its spindle at position #9 when performing the ot htlv I/ii elisa. No error message was generated by the instrument. An fse was dispatched and determined that the plunger clamp in position 9 and the tip clamps in position 9 and 12 required replacement. Fse replaced parts and performed add'l tests to ensure the instruments operation. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.